Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). Device evaluation: the device was not returned for evaluation; therefore, the reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one additional complaint for this order number has been received but is unrelated to this complaint type. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of an intraocular lens (iol) into the patient¿s left eye, it was observed that the haptic stuck to haptic, and one of the haptics did not want to unfold. Therefore, the lens was removed from the patient¿s eye. An incision enlargement and suture were required, but no vitrectomy. The lens was replaced with another lens. Patient is doing good with post-op visual acuity 20/20 two weeks later. No other information provided.